Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that two mr290 autofeed humidification chambers were cracked in the area between the chamber dome and the base plate. This was found after 3 and 5 days of use.no patient consequence reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chambers were received at fisher & paykel healthcare (B)(4) for evaluation and were visually inspected for the reported damage. Results: device 1: visual inspection revealed that the complaint chamber was cracked around the dome. Some of the cracks exhibit crazing patterns. The printing on the chamber dome was smeared in the vicinity of the crack and the dome is slightly bulged near the base. Device 2: the chamber dome was cracked underneath the port and under the baffle. The print above the crack appears slightly smeared and faded. A lot check revealed no other complaints for lot 1403090306. Conclusion: the nature of the cracking and the smeared print on the chamber dome indicates that the damage was caused by environmental stress cracking due to the chamber dome coming into contact with a chemical. The mr290 autofeed humidification chamber is a single use device, manufactured in a clean working environment and does not require any cleaning. To this end our user instructions state: "do not soak, wash, sterilise or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. This suggests that the cracking occurred after the product was released for distribution. The user instructions which accompany the mr290 chamber state the following: set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. (B)(4).